Event description:
Boston scientific (formerly guidant) received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Over seven years later, the patient developed a type I endoleak and required additional surgical intervention. The endograft was explanted, and the patient was successfully converted to open aaa repair. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.